Event description:
The hcp reported that the patient was hospitalized for an infection of his enterra device. The total system was removed. No further complications have been reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.